Manufacturer narrative:
Investigation: bd has been provided with photo and samples for catalog 303126 lot 9008817 to investigate for this record. The evaluation of the samples showed that the end of some numbers of the scale were not correctly printed in the syringe barrel. As a result, bd was able to verify the reported issue. The process bd uses to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, bd interposes a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. The reported issue happened at the end of this process, due to a defective foil reel. In this case the foil did not work as expected and was not placed between the stamp and the barrel, so the scale was not correctly printed in the barrel. DHR showed no indication of the alleged defect.

Event description:
It was reported that an unspecified number of syringe 2ml emerald bns experienced scale marking issues. The following information was provided by the initial reporter: in our production we noticed that of the syringes printing ( scale marking ) is hardly too recognize or is unclean.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 2ml emerald bns experienced scale marking issues. The following information was provided by the initial reporter: in our production we noticed that of the syringes printing (scale marking) is hardly too recognize or is unclean.